Event description:
A volume discrepancy was reported. The hcp reported repeated discrepancies occurred between expected and actual volume, starting (B)(6) 2012. Expected volume 12.5 ml and actual volume 18ml. Earlier discrepancies were expected 2.0ml, actual 8ml, and expected 2.6ml, actual 11ml date 2012 (B)(6). System performed regularly from (B)(6) 2012. After that, discrepancies re-appeared. The patient experienced less than 50% therapy relief; unspecified underdose symptoms. Pump was replaced in (B)(6). Per the reporter, a misaligned connection was excluded as the physician reported it was correctly aligned. It was indicated that the patient status was alive-no injury/no adverse event. The pump delivered morphin.

Manufacturer narrative:
Product ID, 8731sc lot# unknown, implanted: unknown explanted: unknown. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The only thing to note in the logs was a past stall and recovery light seen in the read event status.